Manufacturer narrative:
Evaluation summary: the lens was returned in a plastic bag. Solution is dried on the lens. The optic is cut into three pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. The product investigation could not identify a root cause. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Information was provided "the replacement process was proceeded with the third-party iol." The reporter has not provided any further information. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, patient complained of poor vision." The iol was exchanged approximately a month after the initial implantation. Additional information has been requested.